Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Unfortunately, physical unused samples are necessary for leakage testing. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle leaked around the hub during use while drawing up medication. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "pharmacist called on behalf on consumer, stated when the consumer was drawing his medication, he noticed leakage around the hub. Stated, the patient was not able to use the syringes 2 syringes affected".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle leaked around the hub during use while drawing up medication. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "pharmacist called on behalf on consumer, stated when the consumer was drawing his medication, he noticed leakage around the hub. Stated, the patient was not able to use the syringes 2 syringes affected."